Event description:
The pt was initially admitted in 2007. During an angioplasty to the right coronary artery, a 3.0 x 28mm bx sonic stent would not cross the lesion, and excessive force was applied to try and get it to cross. The physician decided to remove the stent from the pt's body and found that one of the distal struts on the stent was damaged. It was also noted that there was a dissection on the distal part of the vessel. The procedure was completed with a competitor's stent. There was not pt injury reported.

Manufacturer narrative:
This ous bx sonic coronary stent is distributed outside of the united states. However, it is similar to the united states bx sonic coronary stent. Add'l info will be submitted upon 30 days of receipt.